Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach, the capsule was still on the delivery device and it failed to detach despite trocar needle and trocar having advanced into well during the procedure. There was no harm to the patient and no adverse effects as scope re-passed before further device calibrated to check for possible damage and to check if capsule was attached to esophagus, and it was seen to be securely attached from a distance of 3-4 inches away. However, the patient had to have further sedation due to delay as further ph capsule had to be calibrated and no repeat procedure was performed as they used a second capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure, it passed before delivery device passed, and esophagus was deemed to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The recorder worked correctly during the previous procedure.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Street, MFR. City, region, postal code), evaluation summary: this report is based on information provided by the complaint tracking system. The product was received for evaluation in a shared bag with other products, without sr page for every device, making it impossible to associate devices and their srs. A review of the product expiration date discovered this product was used before the expiration date. Per tech support description there is no enough information to determine if product whether product meet specification or not. The customer reported bravo fta. The reported condition was confirmed by tech support. An evaluation was not performed since the product sample did not arrive for investigation in the proper manner the enables investigation. The failure root cause was not found since the product sample did not arrive for investigation in a proper manner that enables investigation. If information is provided in the future, a supplemental report will be issued.